Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a paddle lead during a lead explant/replacement procedure on (B)(6) 2011 (reference MFR reports: 1627487-2011-01190 and 1627487-2011-01191) for low back and bilateral leg pain. It was reported that the pt was under general anesthesia during the procedure and was programmed postoperative. It was reported that the pt only felt stimulation using a very high amplitude and pulse width, but he only felt stimulation in his stomach. Reprogramming resulted in low back coverage but the stomach stimulation persisted. The pt was reprogrammed again on (B)(6) 2011. It was reported that all lead contacts exhibited low impedance readings. Pain coverage was allegedly achieved in the low back and legs by only using the bottom of the lead. No further pt complications were reported.